Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evalaution. The customer's report was observed and attributed to user mishandling of the device. The damage observed was not consistent with normal wear and tear. The lcd and front enclosure were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.